Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly was installed in an fi test ventilator. In diagnostic mode the blower would run above 30000 rpm. The ventilator was run in normal ventilation and power cycled for two hours without any errors occurring. No failure was found. Several attempts made to obtained patient information, but the customer does not respond. No further information available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and event date were requested, no response received from this customer.

Event description:
The customer reported that the ventilator shutdown while in use on patient. The customer stated he is not aware if the unit alarmed or not. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Updated. .